Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified: device is seen ruptured and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture and "late seroma". Device has been explanted.

Event description:
Healthcare professional additionally reported "siliconomas in the right axilla."

Manufacturer narrative:
The event of "siliconomas in the right axilla" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.